Event description:
The ep was notified by me that the patient's pacing system was not MRI conditional due to sjm leads connected to device. The ep was further notified that any MRI scan performed would be "off-label" , and is strongly ill advised." Leads manufactured by st jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).